Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, applied clips on cystic duct, at specimen / gall bladder side (distal) and patient side. Divided cystic duct. Noticed small bile leak from specimen side and that clip on specimen side was slipping off cystic duct. Gall bladder removed as normal. There was no need for any further intervention as the specimen was being removed and the other clips appeared secure. Another device was used to complete the procedure. There were no adverse consequences for the patient.